Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
During follow-up, oversensing was noted on the device due to right ventricular lead noise. Diagnostic imaging was not performed and the lead will continue to be monitored by follow-up. The patient was in stable condition.